Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient developed a (B)(6) infection post implant and "a large abscess was discovered". The patient allegedly underwent multiple treatments for (B)(6) including surgical procedure on (B)(6) 2014 to "drain abscess and rinse area. The (B)(6) 2014 allegation indicates mesh was not incorporated, was infected and explanted. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ the patient's attorney alleges post explant the patient developed a fistula, and continued treatment of the (B)(6) infection. While the fistula was noted post explant, "fistula presented towards bottom of incision". Fistula is listed in the instructions-for-use as a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: patient had an incisional hernia repair performed using a non-bard/davol strattice mesh. On (B)(6) 2014: patient had an incisional hernia repair surgery performed using a bard/davol ventralex patch. On (B)(6) 2014: patient was discharged from the hospital. On (B)(6) 2014: patient developed severe fever and exhibited signs of infection at what time a large abscess was discovered. Patient called the doctor and was told to report to the emergency room. CT scan indicated large abscess. Admitted to hospital. On (B)(6) 2014: CT guided aspiration, 600cc abscess. Tested (B)(6) for (B)(6) . Requires long term antibiotics to "salvage" mesh. On (B)(6) 2014: discharged with wound vac, vna and IV antibiotics. On (B)(6) 2014: patient has fever and pain, CT scan schedule at outpatient facility. New abscess developed, larger than that of (B)(6) 2014. Was sent from out patient facility directly to hospital and admitted. On (B)(6) 2014: surgery was scheduled to drain abscess and rinse area. Infected mesh was not incorporated and required removal. A partial closing was done which required a wound vac for remaining incision. On (B)(6) 2014: discharged with 6/8 weeks of nursing care, wound vac and home administered antibiotics. On (B)(6) 2016: fistula presented towards bottom of incision. Visiting nurse required for packing and cleaning - approximately 6 weeks. On (B)(6) 2017: fistula presented again. Packing and wound care. On (B)(6) 2017: surgery to repair fistula (p. 2 sec. 12). On (B)(6) 2017: spent at (B)(6) due to infection of surgery site. On (B)(6) 2017: spent at (B)(6) due to infection of surgery site. On (B)(6) 2017: additional surgery to reopen and clean out infection. Cultures tested (B)(6) for (B)(6) . Released with jp drain. In (B)(6) 2017: date to be determined for surgery to repair hernia. As mesh was infected and needed to be removed, the hernia still exists and doctors recommend it being repaired because of size. As a consequence, the patient continues to experience ongoing infection at the surgery site. The patient's injuries included unnecessary surgical repair and significant injury, and pain and suffering.